Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arcticsun device displayed a low flow rate. The flow rate was 1 l/min. On the following day of therapy, the flow rate increased to 2 l/min. Per follow up, the patient was able to complete therapy with an alternate set of pads.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (no original packaging present), used arctic gel pad kit present. Only the pouch foil was returned. All four pads were returned. Visual inspection of the pad surface noted no obvious visible defects such as a cut or tear in the foam. Visual inspection of the clear connectors noted no visible chips and deformities at the ends of all connectors. Zippered sample container bags were adhered to the hydrogel of the returned pads to simulate a liner replacement. Each pad was individually tested and according to the test method, the flow rate was found to be acceptable for all returned pads. (Acceptable range 2.4 l/min. M2). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit. 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard." Correction: device identification.

Event description:
It was reported that the arcticsun device displayed a low flow rate. The flow rate was 1 l/min. On the following day of therapy, the flow rate increased to 2 l/min. Per follow up, the patient was able to complete therapy with an alternate set of pads.